Event description:
It was reported that the pump did not alarm. Continuous infusion rate was 5ml/hour, total reservoir volume was 230ml, was given an approximately 203 ml, air detector was off, upstream sensor was on, length of infusion was 46 hours. A closed system transfer device (cstd) was used to fill the cassette. The pump was not used to prime the extension tubing. Per reporter, the event occurred while in use with a patient at the patient¿s home. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name "infusystem inc. -- ((B)(6) clinic)" investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later time, the complaint will be reopened and an investigation will be completed.